Event description:
The patient's device was accidentally turned off for several days after a magnet was placed over it. When the device was turned back after being reset, he received tremendous results (was able to stand up and walk around), better than he had been in some time. Within a few days, he was back to baseline effectiveness. He has had very good results from his therapy and was happy with the device.

Manufacturer narrative:
(B)(4).